Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.